Event description:
Hcp reports the patient presented with signs of infection, including fever, redness, swelling, drainage and incisional wound opening after 23 months implant duration. The date of onset was not provided. The patient does not have meningitis. It is unknown if perioperative antibiotics were administered. Results of cultures obtained from the device pocket revealed staph (mrsa) as the causative organism. The primary location of the infection was reported as the device pocket and lead track. Oral and IV antibiotics were administered and partial device system explant was realized. Product has not been returned to the manufacturer for analysis. It is unknown if any patient risk factors were present prior to device implantation. The infection has reportedly resolved. See two MFR reports numbered 3004209178200602381 and 2649622200602383.